Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 74 mm and a sinus of valsalva under 27 mm, a 26 mm valve was inserted and advanced to the annulus. During the deployment attempt, the valve dislodged and was repeatedly recaptured into the delivery catheter system. A sizing issue with the valve was identified. Subsequently, a 29 mm valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product serial number { (B)(6) }; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}, product ID {l-evolutfx-2329}; product lot number {0012178222}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.